Manufacturer narrative:
A ge service rep performed an on site investigation. The iris message and sticking x-ray button problems could not be duplicated. However, as a preventative measure performed a collimator iris and blade calibration. In regards to the thumbnail issue, the facility declined having the software reloaded onto the hard drive, no reason specified. Other then the thumbnail image issue, the system worked as intended. Any add'l info received will be reported.

Event description:
It was reported that the 9900 system displayed an "iris too large message". It was also noted that on some pts the thumbnail and full sized images do not match and the yellow x-ray button sometimes stick. There was no report of pt injury.